Event description:
It was reported that an all purpose drainage catheter was leaking. Organ location and procedure details are unk. There were no pt complications. Pt condition is noted as "fine". Further info has been requested regarding how and where the catheter leaked. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.